Manufacturer narrative:
The attachment was received for evaluation. The attachment would not retain a bur and does not turn freely. Further investigation will be performed pending info from the account in another country.

Event description:
It was reported that during a procedure, the attachment became hot and the bur became loose in the attachment. When the surgeon was attempting to remove the cutting accessory, the pt's aorta and vena jugularis were lacerated. The surgeon sutured the laceration which added an additional 60 mins to the procedure.